Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545. Name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s.

Event description:
It was reported on (B)(6) 2026 that patient experienced high blood glucose level to 399 mg/dl and treated with manual injection.